Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed and attributed to faulty diodes on the monitor board. The monitor board was replaced to resolve the report. The dock connector was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. However, the customer's report was observed during review of the provided video. The complainant was contacted for return of the device. The customer has responded and indicated that the product will not be returned for evaluation. Analysis of reports of this type has not identified an increase in trend.